Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Charge/battery anomaly not confirmed during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 10-nov-2024 in the pump history file. (B)(6) 2024 01:23:00.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.6. Bolusamountdelivered = 1.6. (B)(6) 2024 01:42:32.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 5. Bolusamountdelivered = 5. Please see below for the daily total of all insulin delivered on the event date 10-nov-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered = 18.15. Dailytotalofbasalinsulindelivered = 11.55. Dailytotalofbolusinsulindelivered = 6.6. There were no auto suspend alarm and user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 10-nov-2024 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Charge/battery anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, charge/battery lasts less than expected. The customer reported blood glucose value of 900 mg/dl. The customer reported hyperglycemia was treated by manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. Customer expereinced elevated ketones/diabetic ketoacidosis (dka) treated by IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. Customer reported symptoms confusion/disorientation, malaise, headache, fatigue, polydipsia, nausea, vomiting at the time of hospitalization. The event involved product(s) mmt-397a, mmt-1780kl, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Customer declined to continue with troubleshooting. Customer will discontinue the use of insulin pump. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a.